Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint of power connector on interface board. Unable to verify for button error alarm due to blank display.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 180 mg/dl. After resting the device, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.